Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. In order to perform a manufacturing records review on potential cycler sets involved, a search was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. However, there were no liberty cycler sets shipped to the customer¿s account within that time frame. As a physical evaluation and a manufacturing records review could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a hospital registered nurse (rn) encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler. There was not reported alarm from the cycler. The liberty select cycler belongs to the hospital. It is unknown exactly when the leak occurred and what patient was using it at the time of the event. The rn reported the leak must have occurred between (B)(6) 2020. The source of the leak is unknown. It was reported that there was fluid within the cycler. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The cycler set information was unavailable. There was no reported adverse event, injuries, nor medical intervention attributed to the event. Additional information was requested, however, to date no response has been received.